Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The service engineer (se) replaced the o2 sensor to resolve the issue. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, during maintenance, the oxygen sensor in a 840 ventilator failed calibration. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.